Manufacturer narrative:
New information was reported concerning the subject device (episode recorded on (B)(6) 2016 showing both atrial and ventricular oversensing at the same time). Please refer to the attached analysis report.

Event description:
Shock therapies were delivered, which were considered as inappropriate by physician. An explanation is requested. Also, atrial oversensing was observed; so that atrial sensitivity threshold was reportedly reprogrammed from 1.0mv to 1.6mv.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Shock therapies were delivered, which were considered as inappropriate by physician. An explanation is requested. Also, atrial oversensing was observed; so that atrial sensitivity threshold was reportedly reprogrammed from 1,0mv to 1,6mv.

Event description:
Shock therapies were delivered, which were considered as inappropriate by physician. An explanation is requested. Also, atrial oversensing was observed; so that atrial sensitivity threshold was reportedly reprogrammed from 1,0mv to 1,6mv.